Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Results code 2: 213: the engineering analysis stated the following: the physical investigation of the device showed the device was able to be deployed without resistance. The root cause for the deployment difficulty could not be determined.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api. Which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020, a physician was using a gore® viabahn® endoprosthesis with heparin bioactive surface to treat a popliteal artery aneurysm. When deployment was attempted approximately 1 cm of the device expanded when the deployment line became stuck. The stent would not expand any further in order to release from the delivery system. The physician chose to remove this device, and implant another one with a different size, which was implanted successfully.

Manufacturer narrative:
H.6 added the updated investigation conclusion code.